Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 10.0×80 mm smart control was released as a whole with partial elasticity, and the stent was not released to the target position. This occurred after turning the fine adjustment knob and pulling the partial release lever. The stent was removed using a large unknown sheath. An unknown 6f femoral sheath and an unknown 6f introducer catheter were used during the procedure. The device was used in a subclavian artery stenosis surgery. There were no damages or anomalies noted to the device or packaging prior to use in the patient. There were no damages noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. There were no kinks or other damages noted prior to inserting the product into the patient. The smart control locking pin was in place during advancement towards the lesion. The target lesion was severely calcified. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no excess force applied during deployment of the stent. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was difficulty encountered while advancing/tracking at the lesion. The lesion was pre-dilated prior to stent implantation using a non-cordis balloon. The balloon went up to 16 atmospheres (atm). The percent stenosis after pre-dilation was 85. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The user is trained to the device. The product was stored and prepped properly according to the instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the stent of a 10.0×80 mm smart control was released as a whole with partial elasticity, and the stent was not released to the target position. This occurred after turning the fine adjustment knob and pulling the partial release lever. The stent was removed using a large unknown sheath. An unknown 6f femoral sheath and an unknown 6f introducer catheter were used during the procedure. The device was used in a subclavian artery stenosis surgery. There were no damages or anomalies noted to the device or packaging prior to use in the patient. There were no damages noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. There were no kinks or other damages noted prior to inserting the product into the patient. The smart control locking pin was in place during advancement towards the lesion. The target lesion was severely calcified. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no excess force applied during deployment of the stent. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was difficulty encountered while advancing/tracking at the lesion. The lesion was pre-dilated prior to stent implantation using a non-cordis balloon. The balloon went up to 16 atmospheres (atm). The percent stenosis after pre-dilation was 85. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The user is trained to the device. The product was stored and prepped properly according to the instructions for use (IFU). Additional information was requested but not provided. The device was returned for evaluation. A non-sterile ¿pkg assy 10x080 smart vas120cm¿ was received coiled inside a clear plastic bag. The device was unpacked for product evaluation. However, the stent was not included for evaluation. During visual inspection, a kink/bend section was observed at 92.0 cm in the outer sheath from the distal tip of the unit. Additionally, a separated condition of the outer sheath was noted approximately 117.5 cm from the distal tip. No other damages or anomalies were observed on the returned device. Dimensional analysis was conducted to verify the correct outer diameter (od) and inner diameter (ID) of the device. Measurements were taken near the kinked/bent and separated sections. The results of the dimensional analysis were found to be within specification. The usable length of the unit could not be measured due to its separated condition. Functional testing could not be performed due to the separation condition found on the outer sheath. Sem analysis was not performed as the conditions associated with the separation are visible with the magnification obtained with a vision system, the separated area was analyzed. Results showed that the edges on the separations presented evidence of elongations. The elongations found on the material is commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. No other anomalies were observed during the microscopic examination. The reported ¿stent delivery system (sds) deployment difficulty - inaccurate placement¿ and ¿stent - incomplete expansion¿ could not be confirmed due to the nature of the events as this cannot be replicated in the lab setting; additionally, no procedural films were provided. Therefore, the exact causes cannot be determined. The device was received with the outer sheath separated and was confirmed to have occurred during decontamination of the product and unfortunately proper functional testing cannot be performed; additionally, the stent was not received for evaluation. Dimensional analysis was conducted to measure the outer diameter (od) and inner diameter (ID) near the kinked/bent and separated sections. The results were found to be within specification. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported due to the condition in which the device was received. It is likely device handling and procedural factors contributed to the reported events experienced by the customer. According to the instructions for use, which is not intended as a mitigation of risk, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.